Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
(B)(4). The customer's report that the smartsite body on the distal port of IV tubing came off and blood was leaking out through the hole was confirmed. During visual inspection, it was noted that the fla from the distal y-body valve was broken off. Functional testing could not be performed due to obvious damage. No other testing was performed due to the condition of the set. The root cause could not be identified.

Event description:
A nurse identified blood all over the bed near patient's left arm. A peripheral IV in the patient's left arm was intact but the smartsite body on the distal port of IV tubing came off and blood was leaking out through the hole. The patient is in coma and not moving. No patient harm or medical intervention occurred. No further patient/event information was reported.